Event description:
Crew was attempting cardiac monitoring, with 4 lead and 12 lead; both were attempted multiple times, replacing ECG leads. Unplugging and reconnecting cables, turning monitor on and off without success. Pt was having an acute mi.